Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1840, awareness date 21-oct-2015). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted in 2011 after the birth of her seventh child. Additional information received on 12-nov-2015 (ptc investigation result). Consumer reported that shortly after having the procedure she started gaining weight, having migraines, body aches, stomach problems and bloating to the point of looking 7 months pregnant. In (B)(6) 2015, she had essure removed via vaginal hysterectomy leaving only her ovaries. After this procedure her whole body swells and she have become depressed. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back ache. She had essure removed via vaginal hysterectomy leaving only her ovaries. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, consumer experienced this event shortly after having the essure inserted. Considering a positive temporal relationship and based on the nature of the event, a causal relationship with suspect insert cannot be excluded. Since surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.